Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced high blood glucose level 23.8 mmol/l. Customer was treated with insulin pump. Customer stated that the insulin pump had insulin flow block alarm. Customer had blood glucose level of 6.6 mmol/l. Customer stated that they were using auto mode feature. Customer stated that there was no air bubble and leak. Customer was not alleging insulin pump for under delivering. Customer did high pressure test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.